Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of the second clip. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip (40523a1007) was inserted and deployed on the mitral valve. To further reduce mr, an additional xtw clip (40523a1009) was inserted. However, during positioning, it came into contact with the implanted clip and caused the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was positioned in an attempt to stabilize the slda. However, after several grasping attempts, tissue damage was observed. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.